Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported that set was leaking heparin from the distal port. "The leaking was not noticed right away, it took a few 'unchanged' unfractionated heparins to recognize there was a problem with the infusion". No further patient/event information was reported.